Event description:
A doctor contacted baxter czech regarding a leak from a minicap transfer set. The home patient (hp) noticed a leakage from his transfer set during his normal daily activities. The hp stated the issue was related to the seal/connection between the tubing and the catheter adaptor. The hp visited the doctor and had the transfer set replaced. The hp received antibiotics to prevent any potential healthy complication. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and the cause could not be determined. One companion sample was received in the original packaging in reference to leak. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. Placed white cap on dark blue connector for pressure test with no leak noted. Functional testing of sleeve revealed no issues. During visual inspection no manufacturing abnormalities were noted.